Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the healing abutment could not be seated.

Manufacturer narrative:
Certain bellatek encode healing abutment 5mm(d) x 7.5mm(p) x 4mm(h) (ieha574) & one (1) osseotite tapered certain implant 6 x 10mm (xifnt610) were not returned. Since product has not been returned, physical inspection could not be performed. The investigation has been performed based on the available information using the item and lot numbers along with the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported devices were located on an unknown tooth site (universal) and were used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2022010117). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (ieha574) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (2022010117) for similar events and one (1) other complaint was identified, (B)(4). A complaint history review by item number was conducted for the (ieha574) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not seat) or product (xifnt610 & ieha574). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction could not be verified, and the reported event was non-verifiable. The following sections have been updated: b4: date of this report; g3: date received by manufacturer; g6: checked "follow-up"; h2: checked follow-up type; h3: changed "yes" to "no"; h6: entered evaluation codes; h10: added manufacturer narrative; h3 other text : device not returned.

Event description:
No further event information available at the time of this report.